Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va05ffa, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient had interstim for urinary incontinence since (B)(6) 2013. The patient was getting symptoms return. In about the last 5 or 6 months when she coughs or sneezes she was urinating on herself. This started slowly but had been getting worse. The patient had increased stim which initially improves symptoms but then "once it settles... It starts again." The patient had a lot of discomfort in her back and went to see her doctor and he thought this could be caused by the interstim and it may be "pinching." It was bothering her leg a little bit. These problems started around the same her urinary symptoms returned, and maybe longer. The patient did try lowering stim to where she previously had it but then her urinary symptoms got worse. The patient didn't notice if the discomfort was lessened when she decreased stim, but stated the discomfort was not consistent, it comes and goes. The patient did know what program she was currently on and did not have patient programmer with her. The patient had problems with kidney infections for the last 2 years because she produces a lot of calcium so she gets kidney/calcium stones. The patient had seen her urologist regarding this but he hadn't helped her and "its not working for me." Physician listing information was requested. The patient had not seen the implanting doctor since implant. The patient was not happy with their urologist. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.